Event description:
It was reported that during a normal scheduled follow-up, a progressive threshold rise and undersensing was noted. The lead was abandoned/capped. No patient complications were reported as a result of this event.